Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed varying resistance/impedance. Weekly pace lead impedance trend data shows min and max right ventricular pace varying over the range of 416 to 728 ohms peak between (B)(6) 2010 to (B)(6) 2011. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011. Analysis also revealed oversensing. Three ventricular non-sustained tachycardia episodes of less than 210 ms average ventricular cycle occurred between (B)(6) 2010 and (B)(6) 2011. Sensing - interference/noise was also noted. Ventricular short interval counts of 7.4 counts avg/day, occurred in 55.56 days between (B)(6) 2010 20:50:11 and (B)(6) 2011. The save-to-disk analysis showed the lead integrity alert triggered on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed varying resistance/impedance. Weekly pace lead impedance trend data shows min and max right ventricular pace varying over the range of 416 to 728 ohms peak between (B)(6) 2010 to (B)(6) 2011. One patient alert for out of tolerance subtreshold lead impedance occurred on (B)(6) 2011. Analysis also revealed oversensing. Three ventricular non-sustained tachycardia episodes of less than 210 ms average ventricular cycle occurred between (B)(6) 2010 and (B)(6) 2011. Sensing - interference/noise was also noted. Ventricular short interval counts of 7.4 counts avg/day, occurred in 55.56 days between (B)(6) 2010 20:50:11 and (B)(6) 2011. The save-to-disk analysis showed the lead integrity alert triggered on (B)(6) 2011.

Event description:
It was reported that the right ventricular lead was oversensing. The lead remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was oversensing. The lead remains in use and no patient complications have been reported as a result of this event. It was further reported that there was noise seen on the electrograms and that the lead had impedance fluctuations. It was further reported that the lead was oversensing which triggered a lead warning and patient alert and that there was continuing impedance variances. Further testing and closer monitoring were recommended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing. It was further reported that there was noise seen on the electrograms and that the lead had impedance fluctuations. The lead remains in use and no patient complications have been reported as a result of this event.